Manufacturer narrative:
Device is a combination product. (B)(4. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4.

Event description:
It was reported that stent dislodgement occurred. A 2.25x32mm synergy¿ drug-eluting stent was selected to treat the lesion. However, when the device was taken out from the package. It was noticed that the stent fell on the patient's bed. The device did not enter the patient and the procedure was completed with a another of the same device. No patient complications were reported.